Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoir passed. No occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 53 mg/dl at the time of the call. The customer was advised to change their reservoir and infusion set as soon as possible. The customer sent the reservoirs back for analysis.